Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry eyes, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging dry eyes and cough. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer observed unknown white gray, black contamination (dust like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box and light dust-like contamination on top of the blower motor and the blower motor seal is observed. Potential mineral deposit stains on the bottom of the blower motor and a potential mineral stain on the bottom of the blower box indicating potential water ingress observed. Black contamination consistent with keratin at the air outlet of the blower box and tiny unknown black (inconsistent with degraded sound abatement foam) and white specs of contamination on the bottom of the blower box observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation.